Manufacturer narrative:
Returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed pinhole 12cm from the tip. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the severely calcified and non-tortuous superficial femoral artery. During the procedure, the balloon ruptured upon initial inflation before it reached the rated burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the severely calcified and non-tortuous superficial femoral artery. During the procedure, the balloon ruptured upon initial inflation before it reached the rated burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.